Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve was placed in the aortic position without difficulty. Echo showed moderate paravalvular leak post implant a balloon valvuloplasty (bav) was performed. Upon dilatation the balloon got stuck on the interstices of the valve and the valve was pulled up into the ascending aorta. A second valve was then introduced and placed in the aortic position without any issues. The first valve was left in the ascending aorta position. No injury was noted to the patient. No other adverse patient effects were reported.

Manufacturer narrative:
Updated the aware date to jan 12, 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.